Event description:
The customer reports: the swg is loose during use on patient.

Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire and lidstock for evaluation. Visual analysis revealed that the guide wire was unraveled towards the proximal end. Multiple kinks were also observed. Microscopic examination confirmed the damage and revealed that the proximal weld had completely detached from the core wire. The distal weld appeared spherical and intact. The guide wire total length measured 596mm, which is within the specification limits of 596-604mm per the guide wire graphic. The guide wire outer diameter measured .851mm, which is within the specification limits of .838mm-.877mm per the guide wire graphic. The undamaged portions of the wire were able to pass through an inventory ars and introducer needle with minimal resistance. A manual tug test confirmed that the distal weld was secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the distal weld. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. The bs en iso 11070:2014 clarifies that guide wires with a diameter greater than .75mm (~.02953") are meant to withstand a force up to 2.2 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than iso standard is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned indicates the spring wire guide unraveled during use.

Event description:
The customer reports: the swg is loose during use on patient.